Event description:
Doctor was using device to apply clip to vessel for occlusion prior to dissection. Clip crossed on the vessel, additional clip applied, same issue. New applier opened, clip applied without crossing. New applier was a different lot number. Manufacturer response for lap clip applier, direct drive lap clip applier (per site reporter): none at this time.